Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. The hand-switch was replaced and a system checkout was performed. The imaging system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
April 17, 2019 (B)(4) (rep): medtronic received information regarding an imaging system being used outside of procedure. It was reported that while doing the fluoro and gain calibrations the imaging system's hand switch was unresponsive and not properly working. No patient was present.